Manufacturer narrative:
Medwatch number: (B)(4).

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported problem of "pump infused 200 ccs of cisatracarium in 60 minutes." The reported condition was reproduced when uncontrolled flow was observed to occur during the pump fill phase of delivery and the device was found to over-infuse greater than 10% at the preventative maintenance rate of 40ml/hr and the customer rate of 37.3 ml/hr. The direct cause of the reported over-infusion was determined to be a workmanship error of failure to apply lubricant to the cam lobes during manufacturing and unauthorized facility maintenance of removing the door hook shims. The door hook shims, valves, fingers, and cam shaft assembly were replaced to correct this condition. The unknown alarm condition reported by the customer upon observation of an empty IV bag was unable to be reproduced. The device was tested with passing results for detection of upstream occlusions and air. The likely cause of the reported alarm is a true air in line alarm as a result of the reported empty bag. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an over infusion of cisatracarium during a therapy. The pump was reported to have infused 200 ccs of cisatracarium in 60 minutes (the intended/programmed rate of delivery is unknown). The event occurred on (B)(6) 2017 in the surgical intensive care unit on a female patient, unknown age, weight and medical/surgical history. The nurse was alerted to this event when the pump alarmed with an "unknown alarm" and observed an empty IV bag. There was no patient injury, no adverse event and no medical intervention associated with this event. The patient¿s vital signs and overall condition were reported to have remained unchanged due to the event. The patient was placed on a new spectrum pump and resumed the cisatracarium infusion at an unknown time. The spectrum pump was removed from the patient and sequestered to the biomedical shop. No additional information is available.